Event description:
It was reported that "the night nurse cannot remove the cvc due to resistance. Patient initials (B)(6), male, 65 years-old, 95 kg. The doctor on call also observed the same resistance. The day team requested the help of the vascular surgeons who removed the cvc, with a small bubble, cvc ballooned observed. Clinical consequences: difficulties during removal. Additional information: the patient presented with hyperthermia, there was inflammation at the access site. The device was surgically removed.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the night nurse cannot remove the cvc due to resistance. Patient initials ett, male, 65 years-old, 95 kg. The doctor on call also observed the same resistance. The day team requested the help of the vascular surgeons who removed the cvc, with a small bubble, cvc ballooned observed. Clinical consequences: difficulties during removal. Additional information: the patient presented with hyperthermia, there was inflammation at the access site. The device was surgically removed.